Event description:
Event description guidant received information that following the implantation procedure for this cardiac resynchronization therapy defibrillator (crt-d), the patient was noted to have a pneumothorax.